Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for a supply bag blockage during dwell 2 of 4. She discontinued treatment. When the cassette door was opened the patient found fluid leaking near the cassette. The patient was advised to contact the pd nurse. The set has not been made available for evaluation at this time. During follow up the patient reported there were no complications associated with this event.